Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported balloon rupture was confirmed. Based on the visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product quality issue. The investigation determined a conclusive cause for the balloon rupture cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous mid right coronary artery (rca). The 2.75x12 nc trek balloon dilatation catheter (bdc) was unpackaged and prepped before use without issue. The bdc was advanced to the target lesion without reported issue; however, the balloon ruptured at 16 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new nc trek bdc was used to successfully complete the procedure. There was no additional information provided.